Event description:
It was reported that a pt sustained blistering of her abdomen approx. Two days after this pad and unit was placed on her for therapy. The reporter had the unit and the pad tested and both pieces of equipment were found to function within specs for this product line.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: none or unknown, none or unknown, none or unknown, patient's condition - predisposed event. Conclusion: device evaluated and alleged failure could not be duplicated, none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.